Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under her breast where the front therapy electrode is located. Patient reported it was about the size of her fist and was red and bruising. It was also very itchy and there were bumps. Patient also reported some irritation on her back, but was not as bad as the front there was no alleged device malfunction contributing to the irritation. Patient was advised to discontinue use of the lifevest by a physician. Follow up indicated that the patient has been using hydrocortisone cream and the itchiness is gone and the irritation has improved.